Event description:
On 1/25/94, the pt underwent/left renal artery angioplasty in radiology. The angioplasty was accomplished and the 6 mm balloon broke at the end of the procedure. Upon removal of the catheter, it was apparent that the balloon had detached from the catheter and remained inside. The pt maintained all pulses and followup angiogram did not reveal foreign material to the ankles. The pt was discharged the following day. She was readmitted on 1/27/94, when she developed sudden pain and ischemia of right calf and foot in the a.m. She had excellent right femoral pulse with fair popliteal pulse, no palpable or doppler pulse of the right foot. Ischemic changes of the right foot were noted. On 1/27, the pt was taken to surgery with diagnosis of acute anterior insufficiency, right lower extremity. She underwent exploration of right common femoral artery with removal of foreign body from right common femoral artery. She was discharged on 1/31 with good pulses to her right leg.